Event description:
It was reported that the sales representative heard the following case that had occurred before from dr. (B)(6) while attending another case. A clip ligated at the ima fell during a robot-assisted laparoscopic colectomy, and it caused bleeding. No further information is provided so far.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. The device history review could not be conducted since the lot number was not provided.

Manufacturer narrative:
Qn# (B)(4). It was reported that the patient's condition is fine, it is unknown if any other medical intervention was performed. Two clips were applied in the procedure and both came off the vessel. It is unknown if the clips were retrieved. The clips closed completely. The applier is not available for investigation.